Event description:
Impedance readings >2000 ohms was reported on all or some of the unipolar pairs. The pt had good symptom control. No further testing was done since therapeutic results were fine for the pt.